Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, blood/tissue visible on fixation area. Loosened tissue/blood with alcohol and fixation works.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed well due to a lead spiral problem, the head end could not open. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.